Event description:
The customer reported to olympus, at the end of therapeutic endoscopic retrograde cholangiopancreatography procedure, when the endoscope was removed the distal cover was missing. The surgeon re-inserted the endoscope and attempted to locate it but it was not found. When the endotrachial tube was pulled out, the cap fell out with it. The intended procedure was successfully completed. The procedure was extended an unknown length of time while the surgeon searched for the missing cap inside the patient. The customer reported the staff thinks the cap may have been attached incorrectly and did not go over the little black ledge on the scope. In addition, the customer stated the distal cover was probably also split (and fell off) because the distal cover was split upon removal from the patient. The customer does not know if the olympus devices were inspected prior to use. Anti-fog agents and other chemicals were not used on the scope lens. The customer stated the devices were not inspected for damage after attaching the distal cover and the staff did not confirm the distal cover was attached correctly either. This event includes 2 reports: (B)(6): maj-2315, h21x073 or h21x077, (B)(6): tjf-q190v, 2124622. This report is 2 of 2 for (B)(6): tjf-q190v, 2124622.